Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited noise. Noise could not be reproduced with isometrics. All other electrical values were stable. No intervention was performed. The patient would continue to be monitored.